Manufacturer narrative:
System analysis/service repair: the reported error code 652 (no water flow detected) was confirmed. The chiller was replaced; the system was tested and verified to mfrs specifications.

Event description:
It was reported that soon after the start of a prostate procedure, the laster system displayed error codes 330, 652 and 301.11. The procedure was cancelled and re-scheduled for a later date. Pt outcome: "no adverse outcome".